Event description:
According to the reporter, during laparoscopic procedure, the device did not fire. The surgeon had approached the jaws of the device to the spot, clamped them, and tried to squeeze the handle for firing its staples and transecting the spot when the issue occur. As the surgeon pulled the trigger, they heard something broken. Replaced the broken cartridge and another device was used to complete the procedure. No patient injury has been noted.